Event description:
It was reported that syringe plunger did not easily latch to syringe. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. There was some contamination on the flippers. Right plunger case was cracked. There was a plunger not in place alarm at start up. Error history log review found a plunger not in place alarm. The root cause of the reported issue was found to be the flippers were sticking, looks to be from contamination. Actions were taken to mitigate the reported issue: [summarize actions taken].